Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the device tip broke and fell into the patient. The part was able to be removed completely. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.